Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that their device had not been working for 'more than a month.' Patient mentioned they received a replacement handset but they need a handset that would actually work. Patient stated they were in a lot of pain and need a good device. Patient described the issue as the handset would not connect with the communicator. It was determined that patient was having a telemetry delay at 90% and 'it goes there over and over and keeps blocking the possibility to get medicine.' Patient unlocked handset and mentioned seeing a 59 minute lockout but then suddenly reported seeing service code 156 prior to agent's instruction. Agent assisted patient in clearing code and then attempted to cancel communication but patient reported seeing 'myptm is not responding.' Agent assisted patient in clearing data and reopened myptm app. Patient had a bolus available and was able to request/receive the bolus well without issue. Patient later mentioned seeing a 1 hour 26 minute lockout when they were suppose to have a 1 hour and 30 minute lockout. Patient also inquired about pump device description/function.